Manufacturer narrative:
One smiths medical cadd legacy pump was returned for analysis. During analysis, the customer's reported problem was confirmed. The pump was found to be displaying "1720" error code message on power up during the investigation. Service recommended that the backup capacitor be replaced. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that during testing, a smiths medical cadd legacy pump exhibited "error 1720". No patient was involved in this event. No adverse effects were reported.